Event description:
Tissue became jammed in the device and could not be removed. Procedure had to be completed using the gynecare system owned by surgery center so considered failure. Good physician technique was observed and physicians had used the xcise multiple times over last two weeks.

Manufacturer narrative:
Product has not been returned for eval. (Discarded at hospital's facility) so no full investigation possible. History records has been reviewed and no non-conformities have been discovered.